Manufacturer narrative:
(B)(4).

Event description:
Lead impedance after closing pocket was stable then increased rapidly over 150 ohms. Surgeon reopened pocket and pulled pin out of header, flushed header, placed lead back into header and secured. Impedance remained stable and in range afterwards. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.